Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with positioning foam. The customer reports the pt shifted approx 2"-3" when put into trendelenburg position. The strap had white glue on it and the strap separated from the foam. The customer further reports that they had to remove the positioner once the pt was intubated.

Manufacturer narrative:
A device history record (DHR) review was completed for lot# 14086. There were no manufacturing issues related to the complaint issued for this lot noted in the DHR. No samples were available to be returned for investigation because they were disposed of by the customer. Even though the samples were not available, testing was performed at the supplier in an attempt to replicate the reported failure. After testing all possible conditions, the exact root cause for the failure could not be determined. Though no test could replicate the non-conformance, the most likely root cause can be attributed to a high degree of variation during the gluing process due to lack of manufacturing controls and process methods. A supplier corrective action request was issued to the supplier. As a corrective action, changes were made to reduce the process variation. Visual aids and detailed templates were created to assist with the variation due to operators. The standard operating procedures were updated with detailed instructions and all operators have been retrained. A new adhesive with stronger bond properties was identified and validated. As a preventive action, ongoing monitoring will include pull testing samples. This complaint will be used for trending and tracking purposes.